Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was contacted by the physician who reported that this patient was seen in-clinic because the device delivered shock therapy. The device was interrogated and some type of high energy shock fault was displayed. Additionally, the right ventricular (rv) pacing thresholds and pacing impedances had increased. A review of the device's arrhythmia logbook found that the patient had developed ventricular fibrillation (vf) which was successfully terminated by the device. Stored data was sent to ts for review. The data was evaluated by in-house engineering which confirmed that a shorted lead shock fault had occurred following an initial shock delivery for vf during an epsiode that occurred in late-july. A second shock terminated the spontaneous arrhythmia and the recorded shock impedance measurement was normal. The patient was presented to the electrophysiology (ep) laboratory due to a shorted lead shock fault. Additionally, the rv pacing impedance had increased to greater than 2000 ohms. The chronic device was explanted and the rv defibrillation lead was surgically capped. A replacement device and rv defibrillation lead were successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.